Event description:
Essure micro-inserts were placed in 2008. Three days later, the pt started to experience severe lower back pain. A flat plate x-ray suggested that the device seems to have separated/broken on one side. An hsg showed a perforation and a detachment of a portion of the micro-insert. Two months later, physician informed field rep that micro-inserts were removed; no further details on date, outcome or resolution of symptoms were given.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.